Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly would not power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and power management board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and power management board to power the device on. The system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with a short to component (cr45). The root cause of the power management board failing was found to be consistent with a damaged ferrite (e2).

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.